Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced an infusion set cannula issue on (B)(6) 2026, as the customer stated that there was not sufficient subcutaneous tissue where set was inserted. The blood glucose level was high and the patient was treated with bolus using the pump. No further information is available.